Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, apparently as noted by the patient's family, that during implant of a second, ostensibly replacement device, the patient crashed during the case. The old device was left implanted and programmed to odo mode. Nearly 5.5 years later, during a downgrade procedure, the old device was noted to be completely dead, with no interrogation possible and no magnet response. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.